Event description:
Bilateral ruptured breast implants. Left softened and flattened. Right firm and enlarged with wrinkling of implant contour consistent with rupture. Initial surgery at another facility in 1984.